Manufacturer narrative:
(B)(4). Date sent: 06/10/2025. D4: batch #478d76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with a gst45w reload loaded on the device. The reload was received fully fired. The jaws and trigger were received in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a97k54, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 478d76, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a urology procedure, it was observed that the device would not open after the first firing. Staple line was intact with no reported abnormalities. After messing with everything on the device it opened. Manual override was not used to open the device. A second like device was used to continue with the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.